Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient could not feel the vibratory patient notifier. When a hand was placed directly over the implant the vibration could not be felt. Rf telemetry was being used, so after the change to inductive telemetry, the vibration still could not be felt. The patient will be setup with a remote transmitter.